Event description:
Art line noted to be oozing blood onto armboard at 1000. Site / connections assessed. Patient's arm / wrist re-taped to armboard in a more flexed position. No further issues. At 1600 plan to disconnect art line. Upon taking down dressing and manipulating wrist, patient began to bleed at insertion site. Pressure held with gauze. While holding pressure, sutures removed. Upon attempting to remove art line, catheter became dislodged from hub and remained in patient's artery. Physician notified. Xr of wrist obtained. Vascular surgery consulted. Patient to or for removal.